Event description:
The doctor snapped off two tips from two different disposables. The doctor was able to recover the broken tips. The third disposable gave an error 4. The case was completed with another generator with no reported pt consequence.